Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl displayed an error 1000 (defib failure - biphasic processor failure). There was no pt involvement.